Event description:
It was reported that, "the epi drill bit from a triathlon drill broke. It was pulled out with pliers. Drilling was finished with a headless pin."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.